Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter for two pts on (B)(6) 2011. Results as follows: pt #1: lot 243700 - inr 1.2; lot 239276 - inr 1.7. Pt #2: lot 243700 - inr 0.9; lot 239276 - inr 1.4. Therapeutic range is (2.0-3.0) for both pts.